Event description:
The reporter stated the surgeon used a cc4204a collamer aspheric single plate lens. The lens was inserted into the pt's eye. The surgeon did not like the way the lens sat in the eye. The surgeon decided to remove lens and implant another same model and size lens. Lens was removed with no pt injury.

Manufacturer narrative:
(B) (4) (lens did not sit in eye properly),eval results (other): visual inspection of the returned product found no visible damage to the lens. A lens work order search was performed and no similar complaint found within the same work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B) (4).